Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2016 with the following findings: a review of the pump black box data showed that the data from the event had been overwritten due to continued use. The current black box indicated evidence of pumps reboots. During investigation, a battery compartment crack was observed. There was evidence of moisture contamination inside battery compartment. The returned battery cap was damaged and not able to fully tighten to the pump. The pump powered on with returned battery cap, however, further testing was able to be performed due to an unrelated keypad response issue and internal moisture damage. The pump case was removed and there was evidence of moisture contamination inside the pump. The complaint of a no power issue was unable to be adequately investigated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).